Event description:
It was reported that the customer's insulin pump alarmed motor error while rewinding and the alarm history confirmed the alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device had cracked reservoir tube lip.